Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they turn therapy off at night because they have been getting electrical charges down their legs, abdomen and groin since the time of implant. Patient spoke to mdt rep today and is scheduled to see rep on tuesday. Agent reviewed how to turn therapy on/off. The patient was redirected to their healthcare provider to further address.

Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt)'s intensities were too high and needed to be adjusted. Rep noted the impedances were good. The pt was seen and reprogrammed to set better settings to pt's comfort. Rep clarified the pt's intensity settings were too high for their comfort and when they sat in the car and leaned back, it intensified for the pt. Reprogramming was done and the issue has been resolved. The information has been confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.